Event description:
It was reported by the user facility that the saline bag filled with air during recirculation while training of new pct.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. An investigation of the device manufacturing records could not be conducted by the manufacturer due to an unk serial number. Deviations or non-conformances during the manufacturing process cannot be confirmed in addition to the batch record review confirming the labeling, material, and process controls were within specification. If add'l info becomes available, a supplemental MDR will be filed at the completion of the investigation.